Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.29v and the daily measurement was 2.95v.

Event description:
It was reported that the in-office telemetered battery voltage was 2.2v. The device remains in use. No patient complications have been reported as a result of this event.